Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was re-suturing performed? Just removal and clean the wound. What tissue was the suture used on? Rectal mucosa. Location of the infection? Unk. Were cultures performed? If so, please provide the results. No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No absorption lead to this event. Product code and lot number? Unk. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Local slightly infection. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk. Did the patient receive any prophylactic antibiotics pre, intra- or post-operation? No. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Male and 33 years old. The diagnosis and indication for the index surgical procedure? Haemorrhoids. Other relevant patient history/concomitant medications? No. What is the patient's current status? Fine and discharge. Was the patient hospitalized to remove the suture? Yes. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a rectal procedure on (B)(6) 2020. The patient suffered from infection on (B)(6) 2020. Disinfection and removal of the suture were given. Then change dressing daily until the wound healed. The patient was hospitalized to remove the suture. Additional information was requested.